Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered multiple alerts for high/undefined rv bipolar lead impedance. The lead was reprogrammed to a rv tip-to-rv coil configuration and the lead remains in use. No patient complications have been reported as a result of this event.